Event description:
It was reported that a user on an ilet bionic pancreas with dexcom g7 experienced hypoglycemia about one hour after a usual breakfast announcement, despite using the same meal and announcement the prior day, and treated the event with oral carbohydrates including glucose tablets and chocolate milk; device alarm history showed urgent low and low glucose alerts. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of medication/carbohydrate intake, with glucose trending upward by the end of the interaction. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings, with insufficient information available regarding any specific device component and no medical device problem identified beyond insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.